Event description:
Olympus light source for egd (esophago-gastroduodenostomy) and peg (percutaneous endoscopic gastrostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure.